Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a laparoscopic surgery with the subject device, the spare lamp of the subject device was flickering and did not work. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the clv-190 and confirmed no irregularity. As a result of replacing the main lamp of the clv-190 with a new one, the reported event has been resolved. Therefore, omsc guessed that the reported event was not due to this clv-190, but to the main lamp. If additional information becomes available, this report will be supplemented.